Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from multiple sources. Old leads connected to wens prior to explant. Connectivity and impedances showed same reading as when they were still connected to ipg. Old leads explanted and new leads implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Every electrode on the lead shows red and 40,000 and also shows no connection when connectivity check is performed. The other lead shows green impedances with values between 2,000-3,000 but is also giving oor above a certain amplitude. Had the patient bend over during the impedance and connectivity check and both results were the same. The patient states she hasn¿t been able to turn it up ¿in years¿ so stopped using it and just now turned it back on. Patient didn¿t have a specific time frame but states approximately 3-4 years. Patient thinks it happened when she picked up her mother 3-4 years ago. No rep was notified at that time, as the patient states she was taking care of her mother and didn¿t have time to have it looked at. The rep states the patient hasn't charged in 4 years because they were not getting relief and has a lead that is out. The patient has a plan to see their doctor about a lead revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.